Event description:
It was observed that during the device evaluation, the subject device exhibited image disappearance when the video connector was wiggled. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that the root cause of the event was caused by faulty lock lever. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.